Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. Unable to perform excessive no delivery or occlusion tests due to the prime/fill anomaly. The pump had an intermittent act button due to moisture damage on the keypad traces. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother, that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time was over 300mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.